Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that customer were hospitalized due to high blood glucose with blood glucose level was 769 mg/dl. Customer's blood glucose value was 726 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.